Event description:
It was reported that the user experienced hypoglycemia with sensor glucose as low as 58 mg/dl, treated with toast and honey, and noted frequent low glucose alerts approximately every 30 seconds despite recovery to the 70s mg/dl and rising. Symptoms included feeling warm without typical hypoglycemia warning signs. Outcomes included self-treatment with oral carbohydrate and stabilization of glucose without medical intervention or hospitalization. Investigation included a review of device firmware status, a device restart, and guidance on best practices for acknowledging and dismissing alerts, with a plan to reassess if frequent alerts persisted. Investigation of this case revealed no device malfunction at the time of contact, and the device was operating with current firmware following restart, with alerts functioning but perceived as excessive. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.